Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid left anterior descending artery. The 3.5x28mm xience v stent delivery system was implanted; however, a distal edge dissection was noted and a 3.5x15mm xience v stent was used to treat the dissection. Additionally, the 3.5x15mm xience v caused a dissection and another 3.5x12mm xience v stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.5x15mm xience v referenced is being filed under a separate medwatch report number.